Event description:
Medtronic received information that a tubing connection broke while the patient was an ECMO. It was reproted that the ECMO tubing was immediately clamped and replaced without harm to the patient.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Exact cause of the event cannot be determined as the product has not been returned for analysis. Analysis: to date, this product has not been returned for analysis. Based on the investigation, we suspect that the product will not be returned for analysis. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Medtronic has received one similar complaint from this facility on the same custom pack model, but from a different product lot. Investigation into the issue identified that overtightening of the stopcocks was suspected to be the root cause. The ECMO service manager at the hospital informed medtronic, in 2007 (after the date of this reported incident) that no further action was required. Conclusion: user interface likely contributed to the reported event. Medtronic continues to investigate the event, and has requested additional details. A follow up report will be submitted should additional information be obtained.